Event description:
It was reported that during an unk procedure, device blocked during procedure. Knife got stuck and the procedure could be completed with a same like device. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2023. D4: batch # 981a15. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Device history review a manufacturing record evaluation was performed for the finished device batch number 981a15, and no non-conformances were identified. Additional information was requested and the following was obtained: * please explain in detail what was the issue with the device. *did the device lock-out (no staples deployed and no cut line started)? Device blocked during procedure. Knife got stuck. *or, did the device start to deploy staples and cut but could not be completed (partially fire)? *or, did the device fully fire and stop during the automatic knife return? *was there any difficulty opening the device? *if yes, how was the device removed from the patient? *if yes, did the jaws eventually open?